Event description:
It was reported a malfunction alarm occurred resulting in a blood glucose (bg) level of "high". Customer administered a correction injection to successfully resolve the bg. A pump reset was performed which resolved the malfunction and customer continued using the pump for insulin therapy.